Manufacturer narrative:
The insulin pump was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump passed the keypad voltage test, displacement test and self test. All buttons functioning properly. No stuck button alarm noted during the testing. No damage in the keypad assembly. The insulin pump was cut open to perform visual inspection and it was verified that the keypad connector on electrical board 1 was locked properly. No loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. The insulin pump history file/traces download was successful using thus. Pump error 61 (stuck key alarm) was recorded and found in the formatted history files on (B)(6) 2021 at 18:23:32.000 alarm alert notification, (B)(6) 2021 at 18:33:00.000 alarm alert notification and (B)(6) 2021 at 19:12:31.000 alarm alert cleared, problem isolated on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated they received stuck button alarm. Customer stated they did not press a button for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.